Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had used cold insulin to fill the cartridge. Technical support educated the customer to use room temperature insulin when filling the cartridge. Customer loaded a new cartridge to resolve the issue.